Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal fortaz (dose, frequency, and duration not reported) and intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.